Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range impedance measurements for it right ventricular (rv) lead seven months back. Afterwards, all measurements were within range. This pacemaker system was programmed into magnetic resonance imaging (MRI) protection mode and an MRI was performed. No adverse patient effects were reported as a result of the MRI and all measurements were within range afterwards. Additionally, oversensing of noisy signals were noted for the right ventricular (rv) lead. The field representative referred the patient for further examination with their clinic. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates there was intermittent loss of capture (loc) for the rv lead. Ts was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range impedance measurements for it right ventricular (rv) lead seven months back. Afterwards, all measurements were within range. This pacemaker system was programmed into magnetic resonance imaging (MRI) protection mode and an MRI was performed. No adverse patient effects were reported as a result of the MRI and all measurements were within range afterwards. Additionally, oversensing of noisy signals were noted for the right ventricular (rv) lead. The field representative referred the patient for further examination with their clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range impedance measurements for it right ventricular (rv) lead seven months back. Afterwards, all measurements were within range. This pacemaker system was programmed into magnetic resonance imaging (MRI) protection mode and an MRI was performed. No adverse patient effects were reported as a result of the MRI and all measurements were within range afterwards. Additionally, oversensing of noisy signals were noted for the right ventricular (rv) lead. The field representative referred the patient for further examination with their clinic. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates there was intermittent loss of capture (loc) for the rv lead. Ts was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported. At a later date, this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range impedance measurements for it right ventricular (rv) lead seven months back. Afterwards, all measurements were within range. This pacemaker system was programmed into magnetic resonance imaging (MRI) protection mode and an MRI was performed. No adverse patient effects were reported as a result of the MRI and all measurements were within range afterwards. Additionally, oversensing of noisy signals were noted for the right ventricular (rv) lead. The field representative referred the patient for further examination with their clinic. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates there was intermittent loss of capture (loc) for the rv lead. Ts was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported. At a later date, this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range impedance measurements for it right ventricular (rv) lead seven months back. Afterwards, all measurements were within range. This pacemaker system was programmed into magnetic resonance imaging (MRI) protection mode and an MRI was performed. No adverse patient effects were reported as a result of the MRI and all measurements were within range afterwards. Additionally, oversensing of noisy signals were noted for the right ventricular (rv) lead. The field representative referred the patient for further examination with their clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.